Event description:
It was reported that a standard poly exchange was performed on a patient with a legion total knee. The initial surgery on this patient was performed in 2008. Upon removal of the insert, it was noticed some posterior wear in the poly. No other complications were reported.